Event description:
It was reported that the caller had a cracked and shattered touchscreen on their pump and could not interact with it as the touchscreen was unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and tandem technical support arranged for a replacement pump to be sent. The customer received instructions on how to properly return the problematic pump using a pre-paid label within ten days, and they understood how to put the pump into storage mode as advised.